Event description:
It was reported that the ilet¿s sleep/wake button was intermittently unresponsive, requiring repeated or prolonged presses to wake the device, and on one occasion the user placed the device on a charger to wake the screen; firmware was current, and the user had attempted cleaning, case removal, and proper finger technique without resolution. Symptoms included no adverse clinical effects. Outcomes included no impact on glucose management requiring medical care, no alerts or alarms, and continued device use. Investigation included customer interview and basic troubleshooting, including restart and user cleaning steps. Investigation of this case revealed an intermittent sleep/wake button responsiveness issue consistent with a hardware or user-interface performance problem, with no evidence of systemic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to inability to reproduce or confirm a specific component failure during remote assessment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.